Manufacturer narrative:
The pump was returned to animas and investigated on 18-sep-2018 with the following findings: the pump¿s black box showed a time/date reset after a pump reboot event when the pump was powered back on. The pump was exercised for 12 hours and then had the battery removed. When the battery was reinserted into the pump, the time and date had reset to default. The total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 387 mg/dl with symptoms of confusion. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump¿s time and date settings were incorrect. When the battery was removed from the pump and then reinserted, the pump powered on to the default time and date settings. The pump instructs the user on startup to verify that the time and date of the pump is correct. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.